Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 3.0-2/4t/90 symmetry balloon catheter was advanced for dilatation. The balloon was initially inflated at 15 atmospheres. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3x40 symmetry balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issue with the profiles of the device's tip and markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the center of the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 3.0-2/4t/90 symmetry¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 15 atmospheres. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3x40 symmetry¿ balloon catheter. No patient complications nor injuries were reported.